Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent retrieved with snare device. It was reported that the lesion was in the proximal and mid left descending artery (lad), which was mildly tortuous and mildly calcified and had a 75% stenosis. The lesion was pre-dilated with a non abbott balloon and then an attempt was made to use intravascular ultra sound (ivus), but the ivus catheter failed to cross the lesion. The xience v 2.5 x 23 was advanced, but it would not cross the lesion. Upon withdrawal of the xience v, the stent became caught on the tip of the guiding catheter and dislodged into the pt's coronary. The dislodged stent was retrieved with the use of a snare device. The lesion was further dilated with a non abbott balloon catheter and a non abbott stent was deployed to treat the lesion successfully. The physician commented that the failure to cross the lesion was due to the lesion not being fully pre-dilated. No additional event or pt info is available.